Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment with no damage to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap was undamaged and was able to fit. Moisture was found in the battery canister and on the battery cap. A leak test was performed and failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board.